Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in impedance reaching a current high measurement of just under 1300 ohms. The rv lead is not a boston scientific product. The lead remains in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).